Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts damaged and bunched in a distal direction along the balloon. The undamaged stent od (outer diameter) was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.